Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, product type programmer, physician; product ID 8709sc, lot# n279847009, implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that there was volume accuracy issue due to a programming error. Upon performing a refill, the healthcare provider expected residual volume was 6ml; but upon aspirating the pump, the actual residual volume was 14ml. The patient was then brought in for an intraoperative dye study, roller study and possible revision if necessary. The healthcare provider successfully accessed the catheter access port (cap) and aspirated 5cc. The healthcare provider then completed a dye study, which revealed no apparent leaks in the catheter. He then aspirated the contents from the refill reservoir port. The expected residual volume was 12.3cc, and he aspirated 33cc. The pump was then refilled with 33ml of the same drug and provider then performed a roller study. The roller study was unremarkable, and the rollers objectively moved at least 60 degrees. Following the diagnostic studies, the healthcare provider was confident that at the refill, at the visit prior to the patient's last refill, his office staff erroneously entered the wrong volume amount following the refill, or simply did not update the reservoir volume appropriately when the pump was programmed. The correct reservoir volume was then entered into the 8840 programmer and the healthcare provider maintained the previous concentration and daily dose settings. When the patient presented to the office for the refill and the discrepancy was discovered, the patient had no complaints. Patient status at time of the report: 'alive-no injury/no adverse event.' There were no patient symptoms/injuries related to this event. The medication in the pump was infumorph.